Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The door open alarms were confirmed during baxter's functionality testing, as well as through review of the event history log. Further investigation was unable to reproduce this condition, however was able to attribute these messages to a failed upper latch switch. The upper auxiliary assembly, including the upper latch switch, was replaced.

Event description:
During baxter's functionality testing, a spectrum pump displayed constant door open messages. There was not pt involvement.